Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib battery and system interface board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent communication failed error messages. The pe states that the customer had to re-boot each time this happened in order to continue the procedure. This indicates a system lock up. There is no report of death or serious injury.